Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose ranged from 450 to over 500 mg/dl. The customer administered a bolus via the pump to address bg level. The customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.